Event description:
It was reported that the user experienced a hypoglycemic event during sleep and awoke in the middle of the night, with no alerts or alarms reported and the cause of the event unclear. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient interruption of normal activities without medical intervention or hospitalization. Investigation included a review of available use history and a request for additional information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor. It was concluded that the event was not attributable to a confirmed device failure and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.